Event description:
It was reported that this right atrial (ra) lead was damage on the lead body. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.